Manufacturer narrative:
H2) correction: d4 primary UDI number corrected. H2) device evaluation: h3, h6: the device was returned for root cause analysis and the investigation findings concluded after a visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The pump ehl was unable to be downloaded due to alarm message error code 1260 on the pump display when batteries were inserted and the pump powered up. The downstream occlusion (dso) sensor and upstream occlusion (uso) sensor seal was contaminated. The cause of the customer reported problem was the microprocessor (mp) unit, as the board clock battery internal lead contact and lead pad were pulled off. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the dso and uso seal, and the mp unit board, and the pump passed all functional tests and performed as intended after repair.

Manufacturer narrative:
B3: event date unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device exhibited error code 1260, and there was a crack on the front case under the lock. The event occurred during testing. Delay of therapy was unknown. There was no physical damage. There was no patient involvement and no patient harm.